Manufacturer narrative:
(B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after an intraocular lens, model zkb00, was inserted, the capsular bag tore. There was no incision enlargement but not sure if a vitrectomy was performed. No other patient injuries were reported, a new lens was inserted (no info provided) and the patient is doing fine. No other information was given.

Manufacturer narrative:
A correction to the initial MDR is required. The complaint sample was received on 03/07/2016 and was not reported in the initial MDR. Device available for evaluation?: yes, returned to the manufacturer on 03/07/2016. Device returned to manufacturer: yes. The lens was returned to the manufacturer for evaluation. Visual inspection with the unaided eye showed the lens was cut in half, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was provided in the investigation that an operational problem may have contributed to the event. An additional result and conclusion code are being added to reflect this. All pertinent information provided to abbott medical optics has been provided.